Event description:
Maquet vasoview was going to be used for the case and when there was an attempt to plug in the cord, it did not fit. The plug-in from the vasoview device itself was removed and a new box was opened to be used. There was no problem with plug in on the replacement device. FDA safety report ID# (B)(4).